Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the atrial lead exhibited over-sensed noise leading to pacing inhibition. The atrial lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of noise was not confirmed. As received only the distal portion of the lead was returned in one piece with the helix extended and clogged with blood tissue. Electrical testing did not find any indication of conductor fractures but found shorts between conduction paths due to the procedural damage noted on the outer and inner insulations. Visual and x- ray examination did not find any anomalies with the exception of procedural damage.